Manufacturer narrative:
A review of the device history record could not be conducted because the lot number was not provided correctly and the lot number is not according lot number nomenclature. A decontaminated sample was received. After a visual inspection the issue reported was confirmed. A red particle was detected in the syringe. The root cause analysis indicates that the issue reported by the customer was not originated in our process. The likely root cause is that the contamination was generated due a detached flash from the red tip coiled in the syringe tip. This assembly is not performed in the manufacturing process. The operation is a pick and place automated process and there is no other assembly operation where the syringe gets contaminated. Based on the information available and investigation of the issue, actions are: personnel were notified of this issue, the inspection level in incoming inspection was changed from normal to tighten, and the raw materials were removed from sts (ship to stock). The process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/23/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/23/2015 that a customer had an issue with a syringe. The customer states an orange piece of free floating particulate was inside the syringe. This was found after filling the syringe.